Event description:
It was reported that doctor states that upon implantation of the left tibia component it was positioned 3-6mm posterior to were he had placed the tibial trial tray. Proper sizing of tibial baseplate, tibial punch and tritanium drilling was performed.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding a tritanium baseplate that sat several millimeters more posterior than the prepared tibial template was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. It is believed patient factors did not contribute to the reported event. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation.

Event description:
It was reported that doctor states that upon implantation of the left tibia component it was positioned 3-6mm posterior to were he had placed the tibial trial tray. Proper sizing of tibial baseplate, tibial punch and tritanium drilling was performed.